Event description:
T was reported that the unit collapsed while transporting a patient due to broken brackets that connect the release handle to the frame. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.